Event description:
5/98 eye dr prescribed orthokeratology contact lens (ok lens). Instructed pt to wear lenses every night and he said it would correct the "short sight" permanently. On 8/15/99, swelling of right eye, burning and tingling when pt looked at the light. Pt went to the dr's office and he said swelling was caused by a viral infection. He advised pt to encourage fluid intake and that she could continue to wear ok lens at night. Pt stopped wearing ok lens on right eye, but continued to wear ok lens on left eye. On 8/29, same condition happened on the left eye. Now the short sight returns when not wearing the ok lens.